Manufacturer narrative:
The service technician confirmed the run-on condition of the device. The device was repaired and returned to the customer.

Event description:
It was reported that the device turned on by itself during testing prior to a case. There was no patient involvement and no adverse consequences reported.